Manufacturer narrative:
Block b3: exact date approximated, event occurred in 2024.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg due to significant amount of weight loss. The patient also felt discomfort while charging and overstimulation from the stimulator. The patient underwent an ipg replacement procedure and was doing well postoperatively.